Event description:
The 5mm trocar was placed in the patient's abdomen during a laparoscopic procedure. Surgeon noticed that the trocar sheath was frayed, she removed the trocar and requested that a new 5mm trocar be opened to replace the frayed trocar.